Event description:
It was reported that a user of the ilet experienced hyperglycemia, with blood glucose rising from the high 70s to approximately 396 to 400 mg/dl within about an hour after a usual breakfast, then trending down after a full supply change of a teflon inset infusion set (23 inch, 6 mm), with the cause unclear. Symptoms included headache and nausea. Outcomes included transient high glucose without hospitalization. Investigation included review of glucose trend reports and collection of device and lot information. Investigation of this case revealed no confirmed device malfunction and a return to target trend after supply replacement, with cause not determined. It was concluded that the event was hyperglycemia with unclear cause and that troubleshooting and education were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.